Manufacturer narrative:
The complaint device was received and evaluated. Visually the devices seems to be in good condition. Signs of activation on the active tip is visible under magnification. Surface scratches were discovered on the metal faceplate. Signs of saline residue was discovered in the suction tube. No reported product problem, however patient burn was reported. This device will be sent to the supplier for further evaluation. The device passed all electrical checks. Flow checks confirmed that electrode met specification. During activation tests no concerns were noted with excess heating of the electrode shaft or suction tube that could lead to patient burn. The activation tests were performed with no suction and both low and high suction flow rates. Review of the image of the burn to the patient suggests a possible cause could be hot saline flowing over the skin. The image shows no evidence that the burn is resultant of the electrode. A possible root cause cannot be determined at this time. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4). Investigation in progress.

Event description:
The affiliate reported via email that on (B)(6), at hospital (B)(6), patient, underwent arthroscopy surgery of the right shoulder with surgeon dr. (B)(6). At the end of the surgery the surgeon observed that the right posterior portal region of the patient had signs of burn. The surgery was completed using the same product. The issue was only noted at the end of the procedure. Patient remains stable, performing treatment, with no further complaints at the moment. Additional information from the affiliate 10-16-17: the electrode was continuously used for 10 seconds maximum at a time. The type of fluid management system was used for the procedure was physiological saline 0.9% - shoulder arthroscopy routine. Suction line was hooked up to the one present in the equipment. The type of suction that was used was from a depuy mitek pump. The type treatment received for the patient was skin hydration and features offered by the hospital for burn treatment. Current status of the patient is reported to be in good condition. There was only one electrode involved in this procedure. Please see images in relates to the degree of soft tissue damage. The issue was detected as soon as the surgery finished, when they were removing the patient from the surgery room. And the surgeon believes that the issue was probably caused by the product used, since all the procedures used similar devices. Patient remains stable, good status. No surgical delay reported. The procedure was able to be completed. No patient impact other than the burn reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that on (B)(6), at hospital (B)(6), patient, underwent arthroscopy surgery of the right shoulder with surgeon dr. Xxxxxx xxxxxxxxxx. At the end of the surgery the surgeon observed that the right posterior portal region of the patient had signs of burn. The surgery was completed using the same product. The issue was only noted at the end of the procedure. Patient remains stable, performing treatment, with no further complaints at the moment.